Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 1.2mmx15mmx142cm emerge balloon was advanced for dilation. However, during the first inflation below the nominal pressure, the balloon ruptured immediately. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.